Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "long-term outcome of unconstrained primary total hip arthroplasty in ipsilateral residual poliomyelitis" written by martín a. Buttaro, md; pablo a. Slullitel, md; agustín m. García mansilla, md; sofía carlucci, md; fernando m. Comba, md; gerardo zanotti, md; and francisco piccaluga, md published by orthopedics. 2017 mar 1;40(2):e255-e261. Doi: 10.3928/01477447-20161108-03. Epub 2016 nov 14 was reviewed for MDR reportability. The article reports upon 6 cases of patients with depuy products with only 2 cases experiencing adverse events. This complaint captures the 2nd case or patient #5 a (B)(6) year old male with a l tha with cemented charnley stem and ogee all poly acetabular component with a metal on poly bearing who experienced a posterior dislocation treated by a closed reduction & abduction brace.